Event description:
It was reported that the customer experienced a low blood glucose level, that was displayed as "low" , although specific value was not provided. The customer consumed carbohydrates to address the low blood glucose level, and technical support assisted in updating the carbohydrate ratio and correction factor settings. The customer was advised to consult with their healthcare provider whenever settings are updated, and they acknowledged the advice.